Event description:
The customer reported being hospitalized due to high blood glucose of 571mg/dl. The customer stated that insulin was leaking into the reservoir compartment. Troubleshooting was performed. The events leading to her admission was nausea, dehydration, and thirsty. The programming, time, and date were correct. Ran a fixed prime test and the insulin did not exit. The customer stated that the tubing is cracked from the p-cap and insulin was leaking between the o-rings. Performed a self test and passed. Advised the customer to call back if the issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-85536.